Event description:
Complainant alleged that the medics were attempting to defibrillate a pt (age unknown). The device was charged to 200 joules, but the device would not discharge the energy. The medics then obtained another device and continued pt defibrillation. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.